Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that 6 pins of the axis were broken. The oscillating saw attachment was not repairable. Since it is under warranty, it will be replaced. The defective product was not returned to the customer. The reported defect is not confirmed.

Event description:
It is reported that the universal oscillating saw attachment' saw is blocked in the device and impossible to remove from the attachment. There was no patient harm; however there was a delay in surgery for approximately 0-15 minutes.